Event description:
Boston scientific received information that this endocardial lead was not successfully implanted due to dissection. Another procedure was performed for chest tube. This endocardial lead was never in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this endocardial lead was not successfully implanted due to a dissection and hematoma that occurred during the procedure. As a result, a chest tube insertion was performed to address the dissection and hematoma. This endocardial lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.